Event description:
It was reported by the rep that the (1) tlc55 was used during a colectomy procedure. It was reported that the firing handle traveled halfway and then jammed. It was not reported how the case was completed. There was an extended or time of (5) minutes.